Event description:
It was reported that in trauma department, the pulmonologist inserted the catheter into the patient to drain fluid from the abdomen. After correctly positioning the catheter, he wanted to secure the catheter to the patient's skin. It was at that time, the flange became dislodged from the hub of the catheter resulting in the catheter slipping out of the wound. The device was sutured to the (B)(6) year old female patient, and then she was given therapy. This patient suffered from ascites. There was a delay, however, there was no reported death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.